Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/17/2024 h6: component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thoracoscopic right pulmonary bullectomy+lung repair+pleural fixation surgery on (B)(6) 2023 and suture was used. At 10:10 am, the patient underwent surgery under general anesthesia. Before surgery, a routine inventory of instruments, dressings, and items was carried out, and their integrity was checked to confirm their integrity. The surgery began at 10:54 am. At 12:35, when using a disposable endoscope linear electric cutting stapler to cut and close pulmonary bullous tissue, the electric cutting stapler malfunctioned and could not loosen the lung tissue. Immediately, an ultrasonic knife was used to separate them one by one and remove them. According to the operating specifications, the tissue was sutured with suture, and when washing the chest with 0.9% sodium chloride saline, the doctor found that the suture was broken, increasing the surgical risk. Immediately replace the suture with a new one and suture the tissue again. At 13:15, the patient completed the surgery and all vital signs were normal. There were no patient consequences reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2024 additional information: h6 the following information was received: after investigation, the patient was a 76-year-old male who underwent thoracoscopic right bullae resection + lung repair + pleurodesis in hospital on (B)(6) 2023. The surgeon used 8521h for vascular sewing in the way of continuous suturing (the specific sewed vessel was unknown). After the completion of sewing, the surgeon found that the suture was broken when using 0.9% sodium chloride normal saline to flush the thoracic cavity. The surgeon immediately replaced a new suture (the specific product information was unknown) for sewing again. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time for about 15 minutes. The patient has been discharged smoothly currently. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.